Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's doctor originally implanted their ins a little too high near their bottom most rib so they had to revise the pocket and move it lower. No further complications were reported.